Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument housing was removed at the instrument was found to have dislodged grip cables at the proximal end. The grip cables were found to be dislodged from their normal position on the pulleys at the proximal end. As a result, loose grip cables are observed at the distal end. No functional tests could be performed due to the dislodged grip cable. The instrument was found to have a broken input disk. Hairline cracks were found on grip input shafts. Input disk #7 was found broken into pieces inside of the housing. As a result, dislodged grip cables were observed. The root cause of this failure is attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 62 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cables on the medium-large clip applier instrument had slack. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: due to the damaged cable, it was not possible to apply the clip. The procedure was completed with a backup instrument. The procedure was delayed by few minutes, the time to change the instrument.